Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device stapled, but did not cut all the way on the distal end. The surgeon completed the cut with no pt consequence.

Manufacturer narrative:
Evaluation summary: one device was returned with the firing trigger jammed halfway, otherwise in good visual condition and loaded with a 2/3 partially fired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassesmbled, the left shroud pinion axle support was damaged and one short rack tooth was broken.